Manufacturer narrative:
The following elements have blank data

Event description:
Patient was ordered continuous fentanyl pca for post op pain control. The rn assigned to the patient discovered that the pca pump was calculating that the medication was being administered with a running total of 1334mcg, and upon further observation the rn noted that the vial infusing was almost full and that the pca tubing white clamp was clamped off. According to the pca flowsheet and the pyxis machine, the last vial was removed and initiated. The pump calculated that the patient was receiving the medication as ordered and never alarmed any type of occlusion when discovering that the pca tubing was clamped off at the white connector. This patient went 30 hours without receiving any fentanyl via the pca continuously. Charge rn completed incident submission I am not sure if pump was returned - follow up was: new pump initiated and faulty pump removed from room and tagged.